Event description:
The customer provided additional information confirming that there were four (4) false positive results with the binaxnow covid-19 ag card performed between 26dec2022 and 15jan2023 and not five (5) as initially reported. This MFR. Report addresses test three (3) of four (4). The customer reported a false positive result with the binaxnow covid-19 ag card performed on 14jan2023 using a nasal sample. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 209659 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 209659, test base part number 195-430h / lot 204972. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. H3 other text : single use; device discarded.

Event description:
The customer reported five (5) false positive results with the binaxnow covid-19 ag card for multiple tests performed on unknown dates. This MFR. Report addresses test three (3) of five (5). The customer reported a false positive result with the binaxnow covid-19 ag card performed on an unknown date and using an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
(Date of event): this date of event is an approximation as the actual date of the test was not provided by the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The customer provided additional information confirming that there were four (4) false positive results with the binaxnow covid-19 ag card performed between (B)(6) 2022 and (B)(6) 2023 and not five (5) as initially reported. This MFR. Report addresses test three (3) of four (4). The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2023 using a nasal sample. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Due to new information from customer confirming four (4) and not five (5) false results occurred, related MFR. Report # 1221359-2023-00230 will be considered a non-reportable event. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.